Manufacturer narrative:
Device was evaluated. Inspection found the reported issue was confirmed. The image was found intermittently flickering when manipulating the light guide tube. In addition, more than ten (10) frayed wires on the bending mesh were observed. The bending section was found lifted, peeling and leaked on the video connector was noted. Based on evaluation findings the reported failures probable cause could be attributed to use handling and maintenance issue. This report will be supplemented accordingly following investigations.

Event description:
The image disappeared a couple of times was reported. The issue occurred during an unspecified procedure. The intended procedure was completed using another scopes, with the same model. The serial number used was not provided. There was no patient injury reported, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigations, kink or breakage on ccd cable was presumed to be a possible cause of the reported phenomenon. Kink was found on video cable, there was a possibility that strong pulling stress applied to ccd cable as a result, excessive bending of video cable occurred. As stated on the IFU (instruction for use) the user manual states: if any of the following conditions occur during an examination, immediately stop the examination and withdraw the endoscope from the patient as described, ¿withdrawal of the endoscope with an irregularity¿. If any irregularity is observed with the functionality of the endoscope. If the endoscopic image on the monitor disappears or freezes unexpectedly. If noise, blur or fog appear on the endoscopic image. Do not coil the video cable or universal cord with a diameter of less than 12 cm. Endoscope damage can result. Olympus will continue to monitor complaints for this device.